Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the nail was locked and then the lag driver was removed. A part of the shaft stayed inside of the screw. The material composition of the retained shaft is 17-4 ph ss, and it was manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. Per the report, the non-implantable shaft was retained inside of the implantable screw, therefore, the potential for micro-motion and/or migration of the retained part of the shaft is unlikely. According to the report, the surgery was completed, without delay, by using the same device. Since the patient was not harmed beyond what has been described, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported, that a subtroc lag screw driver broke while the health professionals were compressing the fracture. The nail was locked and then the lag driver was removed. A part of the shaft stayed inside of the screw. Surgery was completed, without delay, by using the same device. The patient was not harmed beyond what has been described.